Event description:
This lead had dislodged and pulled back into the pocket. The physician chose to explant this lead and implant a dual chamber device instead of a crtd. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found torn immediately proximal to the ring electrode. The distal lead fragment including the lead tip and the ring electrode was not returned for analysis. The received lead fragment was subjected to an extensive analysis. The analysis revealed a fracture of the conductor coils approx. 84.5 cm distal to the is-1 connector pin. Based on the characteristics of the damage in combination with the complaint description, it is reasonable to assume that intermittent tensile forces were applied to the lead in the implanted state. The twiddler's syndrome should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.